Event description:
In 2005 (5 days post-treatment) pt admitted to the hosp or persistnet nausea and vomiting, judged possibly related to therasphere. The pt was rehydrated, and pain medications administered. Pt continued with x-ray therapy while in the hosp. Started on tpn and reglan due to poor intake. Upon improved intake, tpn was terminated and the plcc line removed. Pt is to continue on reglan as well as glucophage, lisinopril, glucotrol, senokot, colace, methiodal, percocet. In 2005 discharged with continued x-ray therapy as an outpatient.